Manufacturer narrative:
A product investigation was completed: one (1) broken screw head (part family 404.8xx, lot unknown) and twenty-six (26) intact screws, and three (3) intact plates were received for investigation. All devices were worn and faded, likely due to being implanted/explanted. The exact cause for the broken screw was unable to be determined, but it was determined that the returned intact implants did not contribute to the complaint condition and will be treated as concomitant devices. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned concomitant devices in this complaint record show no evidence of having contributed to the event, and no product design or manufacturing related issue was identified with these concomitant devices upon a visual inspection. The fourth concomitant plate was returned for investigation (part 441.361, lot 6542106). The plate has surface wear and fading, which is likely due to being implanted and explanted. The returned plate shows no signs of contributing to the complaint condition. A device history record review was unable to be performed since the lot number of the broken screw is unknown. The relevant drawing for the broken screw was reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: 3.5mm ti locking screw 28mm (part 412.110, lot 1465583, quantity1); 3.5mm ti locking screw 28mm (part 412.110, lot 1477296, quantity 1); 3.5mm ti locking screw 45mm (part 412.119, lot 1480340, quantity 2); 3.5mm ti locking screw 40mm (part 412.117, lot 1488748, quantity 1); locking screws (part/lot unknown, quantity 5); cortical screws (part/lot unknown, quantity 16); 3.5mm ti locking compression plate 19 hole right (part 441.454, lot 2300522, quantity 1); locking compression plate 1/3 tubular plate with collar 12 hole 141mm (part 241.421, lot 5610760, quantity 1); locking compression plate 1/3 tubular plate with collar 10 hole 117mm (part 241.401, lot 6435256, quantity 1); locking compression plate 1/3 tubular plate with collar 6 hole 69mm (part 441.361, lot 6542106, quantity 1).

Manufacturer narrative:
This report is for one (1) unknown ti locking screw. Part and lot number is unknown. Without valid part and lot number UDI is not available. Therapy date: implanted on unknown date in (B)(6) 2016. Without a lot number, the device history record review could not be requested. (B)(4). The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted on an unknown date in (B)(6) 2016 for a dual distal tibia/ fibula fracture. Patient was implanted with two distal one-third right tibia titanium (ti) plates and 14 unknown ti locking screws. Patient was also implanted with two distal one-third right fibula stainless steel (ss) plates and 14 unknown ss locking screws. On an unknown date the patient developed a non-union of the tibia, and one of the ti locking screws was found to be broken. The fibula was fused, with no report of broken ss hardware. On (B)(6) 2017, the patient was returned to the operating room for revision. The tibial hardware was removed except the one broken ti screw, which remains implanted, and will not be returned. Since the fibula was healed, all fibula hardware was removed at the patient's request. Revision to the tibia non-union included implanting a tibial nail, and placing allograft and vivigen bone matrix. The revision was successfully completed, with no reported harm to the patient and no surgical delay. This complaint involves one device. Concomitant medical products: lcp one-third tubular plate with collar 10 holes/117mm (part # 241.401, lot # 6435258, qty.1); lcp one-third tubular plate with collar 12 holes/141mm (part # 241.421, lot # 5610760, qty. 1); ss locking screws (part # unknown, lot # unknown, qty.14); ti lcp® one-third tubular plate w/collar 6 holes/69mm (part # 441.361, lot # 6542106, qty 1); 3.5mm ti lcp(tm) anterolateral distal tibia pl 19 holes/right (part # 441.454, lot # 2300522, qty.1); ti locking screws (part # unknown, lot # unknown, qty. 13). This report is for one (1) unknown ti locking screw. This is report 1 of 1 for (B)(4).